Event description:
It was reported that the patient presented for a scheduled procedure. During the procedure, the right ventricular lead exhibited high impedance. The lead was removed and replaced. There were no patient consequences.

Manufacturer narrative:
The reported event of high pacing lead impedance was not confirmed. As received, a complete lead was returned in one piece with the helix partially extended and clogged blood/tissue. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual examination of the lead didn¿t find any anomalies.